Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal end/electrodes of the lead were bent. The technician noted, "though there is slight bending of the distal tip, it is not sufficient to prevent introducer insertion, and it is within specification. Helix extended and retracted smoothly with no anomaly." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, prior to usage, the lead was inspected and appeared to have a bent tip. The lead was not used for implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.